Manufacturer narrative:
DHR review was performed on lot number 8037850; the lot number was built on afa line 5 from 15feb18 thru 18feb18. Packaged on packaging line 10 from 14mar18 thru 16mar18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion(s): without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that leakage occurred from the side of the bd insyte autoguard shielded IV catheter needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the side of the bd insyte¿ autoguard¿ shielded IV catheter needle. There was no report of exposure, injury, or medical intervention.